Event description:
The customer reported that the unit would shut down when switching from battery b well to battery a well.

Manufacturer narrative:
The customer reported that the unit would shut down when switching from battery b well to battery a well. A philips field service engineer evaluated the device at the customer site, and verified the failure. Replacing the battery pca resolved the issue.